Event description:
Device was implanted in 2002 and explanted one month later. One year later, imaging studies suggested local progression, so pt was taken to the o.r. In 2003. Pathology revealed radiation necrosis. Pt was discharged 4 days later and event was considered resolved.